Event description:
It was reported that during a pre-testing process, it was discovered that the electric pen drive device did not work. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter indicated that the event occurred during the month of (B)(6) 2015. However, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. It was further determined that the device would not run. The assignable root cause was determined to be due to wear on components over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.